Event description:
The company was informed that the pt's device has been explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering add'l info. Once add'l info is received, a supplemental report will be submitted.